Event description:
It was reported that the asymptomatic patient presented for an atrial lead revision due to high capture thresholds. The lead was removed and replaced successfully. During the procedure, the implantable cardioverter defibrillator incorrectly diagnosed eri and eos after exposure to cautery. Device firmware download successfully restored normal function. Patient did not experience any adverse consequences and remained asymptomatic before, during, and after the procedure.

Event description:
During the procedure, the pulse generator incorrectly diagnosed eri and eos after exposure to cautery.